Event description:
On 9/19/91 an aus device was implanted. On 1/25/96 the balloon was revised. On 6/18/96 the cuff and pump were revised. On 7/31/96 the connectors were revised due to air in the pump.